Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing that was seen on the presenting electrogram (egm) with right atrial auto threshold, left ventricle auto threshold, and right ventricle auto threshold successfully performed. As of this time, this lead remains in service. No adverse patient effects were reported.